Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block d4, h4: the complainant was unable to provide a lot number. Therefore, the manufacture date is unknown. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h11: investigation results the returned hedgehog double-end brush was analyzed, and the catheter's outer diameter (od) was measured near the lower limit of the specification, and the inner diameter (ID) was within normal range. This results in a thinner wall thickness, making the catheter prone to breaking when subjected to external damage or impact. It was also observed that there were adhesive residues at the handle opening in two of them. When using glue to bond the cleaning brush, if the amount of glue is too large, excess glue will overflow to the green handle mouth before the glue is fully cured after assembly. Due to the curing effect of the glue, the pom tube with excess glue will become locally hard and brittle, and it is easy to break under external force. With all the available information, boston scientific concludes the reported event was confirmed. The conclusion code cause not established has been assigned as the most probable cause.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on (B)(6) 2025. During a scope cleaning, two brushes broke off into the channel end of a scope. The scope cleaning was completed using another of the same device. There was no patient involvement in this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block d4, h4: the complainant was unable to provide a lot number. Therefore, the manufacture date is unknown. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on (B)(6), 2025. During a scope cleaning, two brushes broke off into the channel end of a scope. The scope cleaning was completed using another of the same device. There was no patient involvement in this event.